Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported a broken cable on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment stuck out at the wrist. Cable broke under tensile loading. Other cables at wrist were not damaged. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/or main tube damage if to reoccur could cause or contribute to an adverse event.